Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for routine follow-up after receiving inappropriate hv shocks. Device interrogation revealed that episodes were detected as vf when the patient was in af with a sinus ventricular rhythm. Decrease in sensing amplitude was also noted. Lead dislodgement was noted on x-ray. Lead was repositioned successfully. Patient was doing well and will continue to be monitored.